Manufacturer narrative:
Insulin pump received with blank display due to broken connector on interface board. Device had scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device would not turn on. Customer's blood glucose was 123 mg/dl. Device had a blank display at time of call. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.